Event description:
A cvc was placed in right jugular vein in (B)(6). X-ray showed the catheter is well positioned. (B)(6), the pt was under a successful cancer resection surgery. The pt recovered very well after the surgery. (B)(6), before discharged from hospital, drs found difficult to remove the catheter. They inject the contrast agent and found there were 2 points leaking through the x-ray. One is near the tip, the other is about 1-2 cm from the tip. Finally, the catheter was removed by surgery method.

Manufacturer narrative:
Pending for the arrival of the defective sample for further eval.